Event description:
It was reported that the customer was unable to charge the pump with the tandem-provided charging cable, resulting in the pump shutting down. Reportedly, the customer was also using a non-tandem provided wall adapter to charge the pump. Tandem technical support advised against using third party charging supplies. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to charge the pump with an alternate charging cable and wall adapter.